Event description:
It was reported from italy by medical staff that a patient while at home experienced a controller that changed to the second battery when the first battery had greater than 25% capacity still remaining, in one case even with up to 50% remaining. The batteries were replaced. There were no reported consequences or impact to the patient. No additional information was reported. This is report 1 of 2.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation ((B)(4)), field actions (fsca apr2014/2014.1) and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack as supported by d02098. All relevant and available information was provided at the time of the complaint report, therefore no attempts for additional information are required at this time. Log file analysis; review of the data log files revealed occurrences of premature switching events near to the event date. The premature switching events are most likely due to communication anomalies between the battery and the controller or could have been caused by the patient's use pattern. Conclusion: (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature switching events prior to batteries reaching the 25% threshold. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the event could not be replicated at the bench level. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. (B)(4) was not analyzed as it is part of an investigation ((B)(4)) and field actions (fsca apr2014/20104.1); based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier. The investigation determined that there is a potential for these batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. Heartware has opened internal investigations under (B)(4) to evaluate these types of issues. No additional investigation of this event is required at this time. The most likely root cause of the reported event can be attributed to a combination of a communication error between the controller and batteries and a battery with the potential to malfunction due to faulty internal cell pairs.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01520) submitted for devices related to the same event.